Manufacturer narrative:
Upon review of the data, it can be observed that both runs generated delayed CT values, which indicates the patient sample has a viral concentration below the test¿s limit of detection (lod). A systematic issue was not identified throughout the entirety of the dataset. Samples near or below the test¿s lod may generate wavering results. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The patient sample was tested twice on cobas liat and once on a competitor platform (aio n gene) where sars-cov-2 was detected. A new sample from the same patient was collected and tested twice on cobas liat and once on another platform (filmarray) where sars-cov-2 was not detected. A third sample was collected from the same patient and tested on cobas liat where sars-cov-2 was not detected. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.